Manufacturer narrative:
One device was received for evaluation. Functional testing was able to duplicate the reported problem. It was determined that the downstream occlusion (dso) sensor was the root cause. The dso sensor was replaced to correct the issue. Cadd solis device passed all functional tests after the repair. The service history review had no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the device failed downstream occlusion (dso) cal. The event occurred during testing, there was no patient involvement.